Event description:
Information was received from the healthcare professional via a manufacturer representative regarding a device used for l2/4 oblique lateral interbody fusion for spinal canal stenosis. It was reported that after final tightening, when the tab extender was bent using the tab breaker, the tab extender became bent. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information was received as bending occurred during the operation and at that time, the screw had already been inserted into the vertebral body. Tab extender became bent was described as break.

Manufacturer narrative:
G2: the country of the event is japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.